Event description:
It was reported that "after taking x-ray of 11mm trial, dr. Brkaric went to pull the instrument out using the t-handle. At that time, the t-handle and one piece of the trial came out, but the actual trial stayed between the vertebral bodies. With some effort, he was able to pull the trial out using a kochert clamp."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.